Event description:
It was reported that the customer received a no delivery alarm with previous infusion sets that she used. The customer stated that she has been experiencing this issue frequently since she receieved the new insulin pump. The customer states that alarm happens when she attempts to bolus. The customer's blood glucose was unknown. The customer was unable to troubleshoot because the no delivery alarm was resolved by a complete set change. Advised to call back when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)